Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#: 3006705815-2017-00343. It was reported the patient has never received effective therapy. Reprogramming on a few occasions was unable to provide resolution. X-ray results and impedance testing revealed no anomalies. The patient may undergo surgical intervention on a later date.